Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient hadn't used their device in a while and the battery hadn't worked since around (B)(6) 2019 and explained that it went dead and wouldn't recharge. They reported the ins "could not perform a reset". The patient had not been compliant with recharging the ins. They reported they were in need of an MRI and requested MRI compatibility guidelines. No symptoms were reported. No further complications were reported or anticipated.